Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank while in recirculating mode. The central control monitor displayed the pump icon; however, the icon displayed a blue, start toggle switch. The user pushed the button several times. The icon did not change state. The pump did not start. The user then exited the perfusion screen. Upon re-entry into the same perfusion screen, all pumps operated as expected. The user then flushed the cardioplegia line to the field. This action functioned as expected. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.